Event description:
In 2004 the lay user's family member contacted lfs and alleged that the pt's one touch ultra meter was set to the incorrect unit of measure. Medical affairs attempted unsuccessfully to reach the pt for more clinical info. A letter is being sent as a second attempt. The user obtained a result of 18.7 mmol/l (coverts to 337 mg/dl). However, a family member read the result as 187 mg/dl and administered insulin based on the misinterpreted result. The school nurse informed user's family member that the pt began to experience seizures. Based on the info provided, it appears that the seizures occurred at school. It is not known what the user's blood glucose results were before or after the seizure. No medical attention was provided at the time of the seizure. The user's family member discovered the incorrect unit of measurement after being informed of the events. There is no indication that the user experienced seizures due to the product(s). The apparent result of 187 mg/dl would have required less insulin than the true result of 336 mg/dl; hypoglycemia (seizure) would not be an expected consequence of such treatment. However, this complaint is being reported as malfunction MDR due to the change in the unit of measurement.